Event description:
This pt called with complaints of feeling three "pops" over her left chest area. When the pt went in for f/u, high pacing thresholds, intermittent capture and loss of capture were noted. It is suspected that the lead has fractured, so the device was reprogrammed. Currently this is all of the info available at this time. All available info suggests this lead remains implanted.